Event description:
A customer reported experiencing a cartridge alarm with their insulin pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To address the issue, technical support arranged for a replacement pump to be sent to the customer, who was advised to use multiple daily injections as a backup therapy. The customer was given instructions on how to put the old pump into storage mode and was instructed to return it to the company within 10 days using a pre-paid label. Additionally, the customer was informed about the steps to take upon receiving the replacement pump.